Manufacturer narrative:
Pending investigation. (B)(4).

Event description:
As reported, the patient had an initial tka on (B)(6) 2013. The patient was revised on (B)(6) 2022 due to poly wear. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of wear of the tibial insert. However, the component was not returned for evaluation and no x-rays or photographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of wear of the tibial insert. However, the component was not returned for evaluation, and no x-rays or photographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.